Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2011 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a hysterectomy. It was reported that after implantation, patient experienced pain, infection, vaginal scarring, urinary and bowel problems and recurrence. The patient had removal of mesh on (B)(6) 2011 due to recurrence. (B)(4) - undefined recurrence; urinary and bowel problems.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying, straining, pelvic pain, abdominal pain, pelvic floor dysfunction, and voiding dysfunction.

Event description:
It was reported that following insertion the patient experienced incomplete bladder emptying, straining, pelvic pain, abdominal pain, pelvic floor dysfunction, and voiding dysfunction.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary retention and urinary tract infection. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency and discomfort. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.